Event description:
It was reported that the patient could feel ticking of the device. The left ventricular (lv) lead outputs were lowered and the lv and right ventricular (rv) lead capture measurements were reprogrammed to avoid phrenic nerve stimulation during pacing or during the automatic threshold test. The leads remain in use. It was noted that the patient is taking part in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant medical products: product ID dtba2qq implantable cardioverter defibrillator (ICD)  implanted: 2013-(B)(6), product ID 5076-52 implantable pacing lead implanted: 2013-(B)(6), product ID 6935m62 implantable tachy lead implanted: 2013-(B)(6), (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.